Event description:
A customer reported during a phaco procedure, a pt received a corneal burn. The customer indicated the system primed and turned as normal and the surgeon proceeded to the initial phaco stage using the sys in normal phaco mode. Within seconds of starting the procedure a warning message was displayed advising of an occlusion. It is unk, at this time, at what point the corneal burn occurred. The surgery was halted and the handpiece was exchanged, causing a delay of no more than 5 mins. The surgery was then completed, however, it is noted that the surgery was completed by a particularly shallow anterior chamber depth and a consultant surgeon took over the surgery. The customer also reported that the lens would not sit in the bag and that it was necessary to perform an anterior chamber vitrectomy, although they could not confirm the source of the vitreous. The complications resulted in a lengthy delay to the surgery and as a consequence, it was necessary to cancel two pts, however, the reporter stated that the system was not the cause of the delay that led to cancellations. They further note that the surgeon had to use several sutures. The surgeon described the burn as moderate to severe. Two days post operatively, the pt was examined and the bcva was determined to be 6/36.

Manufacturer narrative:
The customer sent the handpieces to the facility's medical engineering dept to be evaluated. Test procedures were performed on both handpieces and noted they passed all tests. The irrigation line on one of the handpieces was dented. The facility will return the handpieces to the MFR for in-house eval. A company svc representative examined the sys and was unable to verify the reported event. All modes operated correctly and all calibrations were checked and were within specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: (B)(6), mot corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).